Event description:
It was reported that this right atrial (ra) lead, exhibited greater than two seconds of atrial pacing inhibition and noise with oversensing, the patient was last seen in clinic on (B)(6) 2022 and atrial pacing threshold was 3.5v@1ms and the output was set to 4.0vc,1.0ms, and the atrial pacing observed in the presenting and stored electrograms (egms) may be indicative of intermittent atrial loss of capture (loc). It was noted that the patient had a barostim unit. Furthermore, there were a few spikes of high out-of-range ra pace impedance measurements greater than 2000 ohms since (B)(6) 2022. Technical services (ts) recommended further evaluation. This ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).